Manufacturer narrative:
There was no pt injury or medical intervention. The co is aware of this problem and further investigation of this machine malfunction (dialysate pump speeding) is being conducted by the MFR. The problem reported relating to the scales is addressed under MDR 9616026-2006-192.